Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level around 40 mg/dl. The customer stated was having trouble with sensors and pump. The customer mention difference between sensor glucose and blood glucose levels. The customer did not want to trouble shoot for low or high blood glucose levels. The pump will not return for analysis.